Event description:
It was reported that, during the ureteroscopy procedure to treat kidney stones, the fiber broke and kept on firing back. It was also noted that the fiber was overheating. The procedure was completed with a new fiber. There was no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The product record review results detailed in the prr table did not determine probable cause. A device history record review (DHR) was performed and confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited that the fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. The use of irrigation is recommended throughout the procedure to absorb any heat produced. Based on the information available, the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, thus the conclusion code "unable to exclude device problem" has been assigned as the most probable cause for the complaint.

Event description:
It was reported that, during the ureteroscopy procedure to treat kidney stones, the fiber broke and kept on firing back. It was also noted that the fiber was overheating. The procedure was completed with a new fiber. There was no patient complications.